Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced. The system was then found to be operating as intended. This incident may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the foot switch continued to fluoroscopy after the pedal was released. No report of patient or staff injury.